Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter safety mechanism did not activate to retract the needle during use. This occurred twice in lot 2216604, and once in lot 2136396. The following information was provided by the initial reporter: "when they pressed the button on the insyte autoguard safety IV catheter the safety mechanism did not activate... Nurses did not feel safe since the needle did not retract back into the housing."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter safety mechanism did not activate to retract the needle during use. This occurred twice in lot: 2216604 and once in lot: 2136396. The following information was provided by the initial reporter: "when they pressed the button on the insyte autoguard safety IV catheter the safety mechanism did not activate. Nurses did not feel safe since the needle did not retract back into the housing."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2216604, medical device expiration date: 31-jul-2025, device manufacture date: 10-aug-2022. Medical device lot #: 2136396, medical device expiration date: 30-apr-2025, device manufacture date: 17-may-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.